Event description:
A surgeon reports that the intraocular lens(iol) was replaced due to unexpected post-operative refraction.

Event description:
Additional info provided by the reporting surgeon indicates that he does not believe that the intraocular lens malfunctioned.